Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 47 mg/dl after outdoor physical activity, and values subsequently increased to 72 mg/dl following oral glucose tablets and continued monitoring. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included review of the event details and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction reported and that exertion while connected to the system was a plausible contributor. It was concluded that the event was hypoglycemia with an unclear cause and that user counseling on exercise and carbohydrate treatment was provided.